Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947-65 lead implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that there were stored episodes of far field r-wave (ffrw) over-sensing with the patient's right atrial (ra) lead. The clinic conducted testing on the ra lead, with no resolution. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the ra lead was could not be reprogrammed around the ffrw. The lead was capped and replaced.